Event description:
The customer's mother reported via phone call that the insulin pump had scrolling numbers and an unresponsive keypad. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the keypad issues. The caller stated that the keys seemed to be scrolling through the numbers and that the buttons did not respond to her requests. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.